Manufacturer narrative:
(B)(4): evaluation, results: evaluation of the returned product found the battery springs are bent; however, the alarm powers on and passed all functional tests. The liquid label is out of place. (B)(4).

Event description:
The initial information provided by the customer did not specify the reason for the return of the product. There was no patient incident or injury reported. The returned product has a note stating "not sounding".